Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn under the up button symbol. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed and evidence of contamination was observed under the contrast key contact. Also, the keypad traces were found to be damaged and the keypad contacts for the up arrow, down arrow, and ok keypad buttons were missing. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad was damaged and the up, down, and ok keypad buttons were under-responsive. It was reported the damage occurred prior to the response issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.